Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at quick release part of with an infusion set on (B)(6) 2024. Infusion set was used for two days. No further information was available.